Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the system not capitating properly. During the procedure the old balloon was replaced. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced recurring incontinence leading to the procedure. It was unclear if there was a device malfunction associated with the explanted balloon but it had migrated and wasn't providing enough pressure. The patient did not experience any further adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided.